Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead had an impedance alert triggered indicating high right ventricular (rv) impedance and high superior vena cava (svc) impedance. The lead was suspected of fracture and was initially programmed off. The lead was later explanted and replaced. During a coronary artery bypass grafting surgery, it was noticed that the patient's left ventricular (lv) lead exhibited fracture, no capture and damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.